Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site and resolved the reported issue by replacing the nozzle unit in the o2 gas module and the air gas module. No logs were provided and the replaced nozzle units were not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).